Manufacturer narrative:
Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, mentor became aware that it erroneously submitted the incorrect date of implant with the initial report submitted on that same date. The correct date of implant is (B)(6) 2020. D6 has been populated with the corrected value.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedural outcome. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had 415cc mentor memorygel breast implants placed experienced unspecified complications post procedure. The patient stated that some unspecified part of the procedure was not done correctly. The complications resulted in the necessity for revision. However, the exact nature of the revision required or date in which it will take place was not provided. No additional event details have been made available to mentor. If additional information becomes available in the future, then a supplemental report will be submitted. See 1645337-2021-03043 for contralateral prosthesis report.